Event description:
During a cataract extraction procedure, the clinic reported experiencing a posterior capsule tear in the patient's operative eye. The patient required unanticipated sutures to close the wound.

Manufacturer narrative:
(B) (4)- the phacoemulsification machine was examined and tested at the customer location by an amo service technician. There were no issues detected with the operation of the machine. The machine was found to meet amo specifications. The technician was not able to identify an explanation for the event. An amo representative discussed with the customer the case involved and performed follow up instructions on correct set up and operational techniques. The system is continuing to be used without further reported incidents.